Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: ileostomy takedown, bowel obstruction who fired the device and what is his/her experience: the doctor fired the device. He has been using the ecs circular stapler since availability. Note: the doctor fired the device solo. He retained one hand on the grasper that held the anvil and 1 hand on the stapler to make the connection. Once he felt the device was securely connected he went below to fire the device. Did the patient receive any chemotherapy or radiation prior to surgery: no. What purse string technique was used: reusable purse string, prolene suture to secure. What technique to ensure anvil is properly placed: verbally confirmed he heard the ¿snap¿. Pulled on anvil. Where in the green range was the indicator located prior to firing: unknown, he does not recall. Did the healthcare professional receive audible and tactile feedback when firing the device: yes. Was the washer inspected, if so, please describe: not until the anastomosis appeared to fail and I suggested he look at the donuts. What were the steps for removal after the firing was complete: made ¾ turn to open, carefully fish tailed out. Is the colostomy temporary or permanent: temporary. What is the current patient status: stable but with diverted colostomy. The analysis results found that the ecs29a device arrived and with the anvil and the breakaway washer not present. The device was tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, upon completing the anastomosis and conducting leak test a large leak was noted. Upon further inspection the posterior wall had a substantial hole. The anastomosis appeared to completely unravel. Upon checking the donuts, one was fully formed the other almost non-existent. The surgeon hand sewed the hole closed. A new anastomosis was created using another device. Diverted to an ileostomy.